Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual examination of the connector noted no anomalies. A foreign material was noted on the device can. Concomitant medical products: 5076-45 lead implanted (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency department with lightheadedness and palpitations that were associated with ventricular tachycardia (vt). Patient was admitted and the patient's implantable cardioverter defibrillator (ICD) was reprogrammed to address the vt. The ICD was then explanted and returned to the manufacturer. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.